Event description:
It was reported that a clearlink system extension set leaked. A part of the intravenous tubing broke off from the y-site, and some of the induction agents leaked. This occurred while inducing the patient for a routine urology case. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a separation between the tubing and first y-site clearlink in the upstream part was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.